Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Additional information received identified the scs ipg was explanted and replaced. Stimulation was restored following the procedure.

Manufacturer narrative:
(B)(4) correction number: 1627487-07262012-002-r. This ipg serial number was included in field advisories. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. UDI(di): (B)(4).

Event description:
It was reported the patient is no longer able to establish communication between her scs ipg and external devices (2501 comm error on patient programmer) after not charging as a result of being pregnant. Surgical intervention will be taken at a later date to address the issue.